Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the internal blue seal dislodge from the port and entered the patient¿s abdomen when a laparoscopic instrument was introduced. They removed the seal with an instrument.